Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. An investigation has been performed, consisting of a documentary review. The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that 24 products cocr hd xl nk 28 +7mm 12/14, reference: p0206e28, lot number: 00j3235769 were manufactured on 30 april 2014, the device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. One complaint has been recorded for batch: 00j3235769 on the reported event within one year. According to available data, the exact root cause can¿t be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the patient's legal representative that the patient underwent an initial hip replacement surgery. Subsequently, a revision procedure was performed, due to a vascular hip necrosis. It has been further reported premature loosening of the prosthesis implanted. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: arcom 28mm rngloc lnr hwall 23 with part# 11-105903 and lot# 3220734. Taperloc bmpc 12.5x145mm 12/14 with part# 650-0555bm and lot# 3249776. Bihapro shell ha/pc d62 w/plgs th plugs with part# 165748t and lot# 3380341. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported by the patient's legal representative that the patient underwent an initial hip replacement surgery on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2015, due to a vascular hip necrosis ( this event is reported under (B)(4)). It has been further reported premature loosening of the prosthesis implanted on (B)(6) 2015 ( this event is reported under (B)(4) for the associated products).